Event description:
The reporter called lifescan (lfs) in 2005 and alleged that the pt's meter was reading inaccurately high. The pt obtained a result in the morning and obtained a result of 126 mg/dl (date unknown). He reported no symptoms at the time of this result. He took his "regular dose of insulin" and ate breakfast. Forty-five minutes later the pt went into a seizure. The paramedics were called (it is not known, who called the paramedics) and when they arrived, they obtained a result of 24 mg/dl. The pt was treated with an IV. The test strips were in good condition and the codes matched. The technique for cleaning the puncture site was incorrect and the reporter was unable/unwilling to report if the technique for aplying the blood to the test strip was correct. The pt performed two control solution tests, both failed. A control test was then performed with a new vial of test strips and it passed. A replacement meter has been sent.